Manufacturer narrative:
The surgeon was not able to unscrew one of the trajectory guide screws with the provided screwdriver. The surgeon attempted to forcibly remove the screw and it broke. A small fragment of the screw was left embedded in the skull. The surgeon was not able to remove all of the broken screw from the skull and decided to leave it. No portion of the broken screw was returned for analysis, thus no root cause could be determined.

Event description:
Trajectory guide screw was intentionally broken off by the surgeon. He used the passive biopsy trajectory guide kit and during it's removal, his assistant was unable to loosen one of the three screws. The surgeon scrubbed back in and attempted to loosen it. He decided to just use a hemostat to pull the base off and then broke the screw flush. Surgeon decided to leave the broken portion of the screw embedded in the patient's skull.